Manufacturer narrative:
D10 concomitant products: mcgrath 3.6v battery 340-000-000 - 340-000-000, lot#: h22092404, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the battery was tested using the test handle. When testing the battery it was observed that the test handle powered on but the display was blue and the camera light was visible. It was reported that the device had no display. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the first video laryngoscope failed to power on. The battery indicator blinked, and the screen turned off after a few seconds despite having some residual power. After replacing the battery, the screen functioned without any issues. The second video laryngoscope had no display, and no led lights were illuminated. When the power button was pressed," " appeared, but the monitor did not display anything. However, after installing a new battery, the monitor worked with no issue.